Event description:
An r-port premier was placed for therapeutic purposes in june 2003. At a later date, the catheter portion of the port snapped and then migrated to the right ventricle/pulmonary artery. It was later removed.